Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. Final analysis found that the insulation was abraded at 3.4cm to 4.3cm from suture sleeve tie. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.